Event description:
A customer observed false low hbsag qc results on the vitros eciq analyzer. No patient results were reported. Biased results of the direction and magnituded observed may lead to inappropriate phyisician action. There was no report of patient harm as a result of this event.